Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced fiber optic sensor extension assembly. The stm reported that the device would not power up and during troubleshooting revealed; fault code f7 on executive processor board. The stm replaced front end board per service manual. Full calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. The iabp was released for clinical use upon completion.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), a broken fiber optic sensor extension was found in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.